Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was tilted causing difficulty charging. The patient underwent a procedure wherein the ipg was repositioned and that the patient was doing well postoperatively.